Event description:
This customer reported intermittent pads ECG connectivity. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported intermittent pads ECG connectivity. There was no pt involvement. The device was evaluated by philips and the reported symptom was confirmed. Replacement of the therapy port and cable resolved the issue.